Manufacturer narrative:
During evaluation of the issue, the customer determined that the analyzer is the likely cause of the issue and not the reagent listed in section. MDR number: 1628664-2017-00426 was previously submitted for this issue with suspect device architect i1000sr analyzer list number 01l86-40 serial number (B)(4) and all further information will be documented under that MDR number. An evaluation is in process.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 2g22 that has a similar product distributed in the us, list number 4p53.

Event description:
The customer observed (B)(6) results while using the architect hbsag qualitative ii reagents. The following data was provided for the same patient. (B)(6). No impact to patient management was reported.